Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: slight deformation at the distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. There is slight deformation at the distal end

Event description:
It was reported that during reprocessing of the subject device, a broken ceramic head was observed. There were no reports of patient involvement.